Event description:
The reporter experienced an issue with their dexcom g7 receiver on three separate occasions. Each time, the receiver became unresponsive and had to be restarted to restore function. The issue occurred with the same receiver each time.